Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The contact declined to provide the customer's blood glucose level. A pump system check was performed. The pump and infusion set tubing were found to be functioning as expected. There was no cannula damage. The contact declined to perform any additional troubleshooting. The contact reported that the insulin delivery had been resumed.